Manufacturer narrative:
Concomitant product(s): 1000ml hospira bag. Ndc 0409-7983-09, lot 70-053-jt, exp 1 oct 2018, 0.9% sodium chloride injection; therapy date (B)(6) 2016. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Manufacturer narrative:
The customer¿s report of ¿leaking out of the side port¿ was confirmed. No anomalies were observed on the set upon initial visual inspection. Functional testing was performed. Gravity testing revealed a leak due to a small hole in the blue piston of the middle smartsite of the set. The cause of the leak was due to a damaged/punctured smartsite piston. The root cause of the piston damage/puncture was not determined.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the 3 port IV set was leaking at one of the ports during an unspecified infusion. There was no report patient harm. The customer is unsure how long the tubing has been in use.